Manufacturer narrative:
UDI: (B)(4).

Event description:
It was not possible to insert the guidewire through the lead during implant. Another lead was implanted to complete the procedure.

Manufacturer narrative:
Evaluation summary: upon receipt, the lead was found with blood clogged inside the inner coil at proximal region which may have caused the field report. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.